Manufacturer narrative:
(B)(4). The rt200 adult dual heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint devices were returned to fisher & paykel healthcare in (B)(4) for evaluation where they were visually inspected. Results: visual inspection revealed cuts to the inspiratory limbs and expiratory limbs of the returned breathing circuits. A lot check could not be performed as no lot information was provided. Conclusion: based on the inspection conducted, we can conclude the cuts were most likely caused by opening the box with a knife or box cutter. All rt200 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. In addition, tube weighing and bond strength testing are performed every 15 minutes. If any faults are detected the whole batch is placed on hold for investigation. The user instructions supplied with the rt200 breathing circuit state: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms". The hospital staff correctly checked the subject breathing circuits before patient use, which is in line with the rt200 user instructions.

Event description:
A hospital in the (B)(6) reported via a fisher & paykel healthcare representative that three rt200 adult dual heated breathing circuits failed the leak test before patient use.

Manufacturer narrative:
(B)(4). The rt200 adult dual heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint devices are currently en route to fisher & paykel healthcare (B)(4) for evaluation, to determine if they had a malfunction which might have led to the reported event. We will submit a follow up report upon completion of our investigation.

Event description:
A hospital in the (B)(6) reported via a fisher & paykel healthcare representative that three rt200 adult dual heated breathing circuits failed the leak test before patient use.